Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. All of the buttons function properly and no button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to enter her blood glucose and that the numbers were flashing on the display. Customer's blood glucose was unknown at the time of incident however was 177 mg/dl at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.